Event description:
The olympus employee reported on behalf of the customer that the image blacked out for 45 minutes during an unknown procedure when using video telescope "endoeye hd ii", 5.4 mm, 30°, autoclavable. Additional information has been requested from the customer; however, no information is available regarding the procedural details and the patient outcome at the time of the report.